Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed. The root cause was determined to be use error, the patient disconnected from the set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during drain 6 of 6. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated they were aware the hp disconnected and reconnected improperly and caused the system error 2240. The rn stated the hp has had no injury or medical intervention and is doing fine.